Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: high power, added rusty urine (B)(6) 2012. Specific component(s) involved: other component malfunction, specify. Additional text: other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : high intensity heparin, no sign of clot on echo. Implant device type: lvad. Malfunction device type:.